Event description:
Boston scientific received information that a red alert was detected through patient remote monitoring system for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high out of range (oor) shocking lead impedance (sli). Additional information indicated that the shock vector was changed from triad to distal-can configuration. The sli was rechecked and was stable. The physician believed that the setscrew on the proximal/positive port was loose and planned to keep the distal-can configuration. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.